Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7159292 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7163026 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing pain, swelling and drainage around their spinal cord stimulator (scs) implant site. It was discovered that the patient was experiencing wound dehiscence on their vertical incision site. The patient was also experiencing inefficient pain therapy and fever. The patient was sent to the emergency room for culture prior to placing them in antibiotics, culture results were not provided. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.